Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg crt-d, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during a device check the patient's lead had high thresholds of 3.0 v @ 1.0 ms. The referring physician did not want to place an additional lead. The lead remains active in the patient. No patient complications have been reported as a result of this event.